Manufacturer narrative:
(B)(4). The customer reported a battery issue. There was no report of pt involvement. On (B)(6) 2012 the failure was further clarified that the device failed to power up on battery power only. This model defibrillator has been out of philips support since (B)(6) 2006, therefore there are no parts available to replace the battery. We will consider this a failure of the battery.

Event description:
The customer reported a battery issue. There was no report of pt involvement.